Event description:
It was reported that when using the bd pyxis¿ es server all devices went down. Customer stated that all devices had critical override mode and patients were not crossing over. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all devices were in critical override mode, and patients were not crossing over. A technical support specialist (tss) restarted the external messaging service, listener adapters, sharing service and deployed the carefusion coordination engine packages which was failed. The customer brought up the services back to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.